Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: 10/14/2013, inratio2 inr: 5.2, laboratory inr: 1.8. Time between testing was less than one (1) hr. Therapeutic range 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met accuracy and precision criteria. Product performed as expected. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #315113, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored for corrective action; no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action at this time, as no product deficiency was established.